Event description:
Angiography lab staff were using an angiojet catheter and half way through the power pulse exam staff got an error message. Tried several troubleshooting attempts to alleviate the problem with no success. A new catheter was opened which solved the problem. No patient injury. Per site reporter, manufacturer said they will replace the catheter, no other feedback.